Event description:
Per the repair center: alleged alarming/red light, and key failure was the manifold valve being stuck. Additional malfunctions are the cabinet filter was missing and the zip ties and hose clamps were replaced.